Manufacturer narrative:
There were 2 similar incidents reported for the same customer: (B)(4): on (B)(6) lot number: a 1137999, a hemoperitoneum was discovered and the patient had to go to surgery. (B)(4): (B)(6) lot number: a 1137999, a hemoperitoneum was discovered and the patient had to go to surgery.

Event description:
There were 2 incidents: this (B)(4): on (B)(6) lot number: a 1137999, a hemoperitoneum was discovered and the patient had to go to surgery. See (B)(4) for: on (B)(6) lot number: a 1137999, a hemoperitoneum was discovered and the patient had to go to surgery.

Event description:
There were 2 incidents: this (B)(4): 07/12 lot number: a 1137999 a hemoperitoneum was discovered and the patient had to go to surgery. See (B)(4) for: 05/12 lot number: a 1137999 a hemoperitoneum was discovered and the patient had to go to surgery.

Manufacturer narrative:
The device was not returned for evaluation, and no images were supplied to assist the investigation. Additional information was requested - however, after several requests no additional information was provided. Review of device history record found that the work order: (B)(4) appears complete and correct. There were no active temporary deviations during the processing of this work order. The associated inspection record indicates that the device was manufactured to specification. Review of specifications found that there are a number of controls and processes in place where 100% of the needles are tested to ensure the quality is not affected. At various steps in the respective specifications at different stages of manufacture, a blunt needle would likely have identified. Clinical evaluation report for ovum pick-up needles and sets addresses the following: hemorrhage/bleeding is well-known and described in the literature as a possible adverse event occurring from the use of any ovum pick-up needle during the oocyte collection procedure. In conclusion, the cook ovum pick-up needles and sets are considered to be safe and effective and to be in accordance with the state-of-the-art for their intended use. An earlier corrective and preventative action (CAPA) was initiated to address an increase of bleeding after using cook ovum pick-up needles. After an extensive investigation into manufacturing processes, temporary deviations during manufacture from jan-2019 to jun-2022, needle design, design changes on single and double lumen devices over the last 3 years, assessment of clinical factors, and evaluation of returned complaint products both in-house and by puncture strength, puncture durability and drag force test, a single root cause could not be identified. The manufacturer has a quality management system (qms) requirement to always review the complaint history during a complaint investigation to ensure that trends are constantly monitored. Based on the information, a definitive root cause could not be determined. The potential root causes are: patient related factors. Procedural complications.